Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the ccd drive pcb as defective. Based on the result, we concluded that it was caused, due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed, that the angle wire fluid damage, the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the lcb (light carrying bundle) fluid damage, the light guide cable compressed (short in length), the segment corroded, the ccd drive pcb corroded, the electrical pin connector corroded, the operation channel (primary) leak, the remote control buttons cut, the objective lens scratched, the insertion flexible tube worn out, the light guide cable worn out, and the insertion flexible tube lump/wave. However, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.